Event description:
Technician reported that this bed was found out of service in storage area. One of the maintenance personel discovered that the bed exit would arm but did not alarm, but he found the bed in storage area and there were no reported injuries. Technician replaced tape switches and the bed exit functioned properly.